Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the surgeon commented it sounded like a higher pitch, it skipped initially pulling dermatome down causing a small laceration. He tried again lowering the angle to 30 degrees or so and was able to harvest a graft to complete procedure satisfactorily. He wanted a 2-inch graft but got about 1inch 1/2. The surgery was not completed with another device. There was a surgical delay of 5 minutes as they had to start at a different graft site. The initial attempted graft site may have needed steri strips or sutures as the laceration edges were not close together. They switched to a different graft site and then got a satisfactory graft. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: canada